Manufacturer narrative:
(B)(4). Batch # t5d465. Device analysis: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a whipple procedure after firing the device the jaws would not open. The manual over ride was used to open the jaws, no stapling or cutting occurred. A second like device was tried and when it was fired the staples were malformed "not flat". The procedure was completed with a third like device with no patient consequences reported.